Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When the facility lowered the head section of the bed, the weld broke where it elevates.